Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure a visi-pro stent was used to treat the common iliac. Immediately post procedure patient suffered limited dissection in the aorta after pre-dilatation. The patient had pre-dilatation with a 5 mm balloon for a stenosis in the left common iliac. This pre-dilation had not a good result and showed a limited dissection in the aortic. After stent placement in the left common iliac (with good result) the dissection in the aortic was still seen. Dissection protruding outside the lumen of the vessel persisting after passage of the contrast material. The event was treated with percutaneous intervention. Patient recovered.